Event description:
It was reported that the endoscope view was inverted when using the camera on universal surgical manipulator (usm3). Technical support engineer (tse) advised troubleshooting the endoscope by making sure that the base was correctly aligned and cancel the guided tool change by pressing the clutch button; however, the customer elected not to perform troubleshooting and pivoted to usm1 where they confirmed it was working as expected. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Field service engineer (fse) was informed by the robotics coordinator (roco) that the customer did not incur any further issues on subsequent procedures. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Manufacturer narrative:
The probable root cause is attributed to improper customer setup. This issue can be resolved by removing the endoscope from the usm, rotating the scope, pressing the clutch button on the arm to cancel guided tool change and reinstalling the endoscope.

Event description:
Refer to h11 for follow-up information.